Event description:
It was reported that a peritoneal dialysis (pd) patient was having draining issues due to peritonitis. (Exact event date unknown) the patient was utilizing an acute clinic's cycler at an unspecified clinic. The patient info was not provided and it is unknown if the patient utilizes fresenius products at home. Additional information was requested, however it was not available. There were no reported allegations that the peritonitis was related to any issue with fresenius device or product at the time of this report.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was having draining issues due to peritonitis. Additional information was requested, however it was not available. There were no reported allegations that the peritonitis was related to any issue with fresenius device or product at the time of this report.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event cannot be firmly established. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was having draining issues due to peritonitis. Additional information was requested, however it was not available. There were no reported allegations that the peritonitis was related to any issue with fresenius device or product at the time of this report.